Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels in the 200's. Customer sought assistance from various individuals around them to address bg levels. Reportedly, customer has a visual impairment that makes interacting with the pump difficult. Recommendation was made to consult with their health care provider to discuss diabetes management.